Event description:
Ref imp report (B)(4).

Manufacturer narrative:
Document review: versafit double mobility acetabular shell - (B)(4)/lot 114528 (40 shells produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. Thirty five cups belonging to this lot have already been implanted and no similar incidents have been reported up to now. From the data collected, the problem occurred is highly likely due to a surgical mistake and not device related.